Event description:
It was reported that a patient presented in-clinic for a right ventricular (rv) lead revision procedure. Prior examination of the patient's rv lead revealed dislodgement due to twiddler's syndrome. High pacing impedance was also noted. The rv lead was repositioned on (B)(6) 2023. The patient was stable throughout.

Event description:
New information received notes that imaging was used to confirm the dislodgement.

Manufacturer narrative:
Additional information: h10 : a device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Manufacturer narrative:
Additional information: d4: field should reflect new lead information.